Manufacturer narrative:
When the leak was discovered, the customer ceased any further troubleshooting activity and requested service. A field service engineer (fse) evaluated the instrument on 09/26/2015 and found and replaced worn tubings on valve lv14 to resolve the issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a contained clear fluid leak of approximately 2ml from the baths inside a coulter ac - diff analyzer. The leak was discovered while the customer was troubleshooting for failed quality controls (qc) on all parameters. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.